Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Today I was informed of an issue with the codman microsensor combo kit 82-6653 lot number unknown. The microsensor was implanted last night, (B)(6). The microsensor icp and evd icp were reading the same number until about 6a this morning. Now they are 7 mmhg off. The microsensor is the lower number. The product was zeroed and implanted correctly according to the md. Notification date: august 10. We may be able to get the explant to send it in for evaluation. I will keep you updated. Per rep: (B)(6) was found bedside trauma ICU. The implant is still implanted in the patient. Steps to trouble shoot: contacted engineering to try to get answers, they were not sure. Checked that the reference number was correct.